Event description:
Last box she had 20 bad needles. This morning she had 3 bad ones in one session. She just got this box this month. When she went back to the pharmacy, they told her it was too soon for them to give another box and that she needed to call the 800 number. I asked what insulin pen was being used. She thought it could've been her humalog insulin pen, so she went to try another, but it still wouldn't work. She has to take 12 units of insulin daily, so when she injects her insulin only 2 cc's will dispense and she needs to change the pen needle in order to get her remaining dosage